Event description:
As reported from (B)(6), as the physician was removing the delivery system from the esheath (B)(4) upon completion of procedure, he comment about the fact that there was significant blood loss pumping out from the artery which he had to occlude manually. The case was uneventful. Additional information provided by the edwards lifesciences territory manager-asia: it was hard to identify whether the bleeding was coming from within or from the outside of the sheath. The blood was flowing out freely from the bottom of the esheath i.e. The connecting site of the loader. The physician did not mentioned the access site was bleeding after the esheath was withdrawn from the patient.

Manufacturer narrative:
Additional information provided by the physician to the company representative for (B)(6): the physician clarified that he may have forgotten to take the loader out and that may be the reason for the bleeding. There were no devices left inside the sheath when the leak occurred. The leak only happened after the delivery system was removed. The sheath was returned to edwards from (B)(6) in a used condition. The visual inspection of the returned sheath revealed no abnormalities. A hemostasis leak test was performed and it should be noted that no leak was present during hemostasis testing; however, the leak could be replicated using a syringe when the distal end of the sheath was exposed to atmospheric pressure. Additional studies were performed; however, despite several attempts no functional tests have been able to replicate the leak. Post hemostasis testing, the valves in the sheath were removed and visually inspected. There were no abnormalities observed on the disc valve and the cross slit valve. The duckbill valve, which is the valve that maintains hemostasis when no device is inserted into the sheath, appeared slightly misshapen due to being used, but functionally looked normal. In response to this complaint, three additional sheaths, model 918es26, were pulled for testing. The sheaths were all subject to leak testing, and no leak was observed in any of the samples. A device history records (DHR) review for affected lot did not reveal any issues that could have contributed to the reported complaint. The complaint was confirmed, but due to the condition of the returned sample, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. As the root cause is unknown and because this is an isolated, low severity issue, no corrective actions will be pursued. It should also be noted that the sheath only leaked during engineering evaluation when no devices were inserted into the sheath. Throughout the procedure, the only possible time that the sheath will be in the patient with no other devices is at the end of the case after all devices have been removed from the patient (including guidewire, pigtail catheters, etc). The sheath is very unlikely to be left in the patient in this condition for any significant time; thus, making it very unlikely that the patient will experience significant blood loss that requires intervention. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. This model is not sold in the u.s.; however, is similar to model 9120s26.